Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation was noted via ice while advancing the guidewire into the right atrium. A pericardiocentesis was performed to stabilize the patient and the procedure was completed with all veins were isolated. There were no performance issue with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.